Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of emboli (thrombosis), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the thrombus at the tip of the steerable guide catheter (sgc), requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The transseptal was performed and heparin was given. The first activated clotting time (act) was 220 seconds (sec). Another dose of heparin was given. The act was checked again and was noted to be 254 sec. The sgc and clip delivery system (cds) were inserted then suddenly a large clot was seen in the right atrium (ra) at the sgc insertion point, near the septum. Heparin infusion was performed for treatment of the clot. The devices were removed and the procedure was aborted. No further treatment was performed. The patient was noted to remain stable. No additional information was provided.